Event description:
It was reported that the patient presented to the clinic with wound dehiscence. It was observed that the implantable cardiac monitor (icm) had eroded through the patient's skin, and there was also bleeding noted at the site of the implanted device pocket. The physician explanted the device. The patient was in stable condition throughout the procedure.